Manufacturer narrative:
Implanted date: device was not implanted. : explanted date: device was not explanted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for insertion difficulty of the carrier tube into the sheath since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2021-00057.

Event description:
The user facility reported that the procedure was an atherectomy in the left leg with access from the right groin. The doctor could not slide the angio-seal device through the sheath and tried with two different products. He even upsized to a 7 french sheath to see if that would work. He then had to use a perclose device for access closure. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 11feb2021. Both angio-seal devices were used on the same patient. There was a pre-deployment angiogram performed. Hemostasis was achieved by the perclose device.